Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a leak in the reservoir was found during pre-surgical assembly and testing of the prosthesis components. The nurse replaced the reservoir, and the surgery was continued without complications. No harm to the patient was reported.